Event description:
Test scan using the rf scan machine over the delivery table did not detect the blood saturated sponges. It did detect the clean, dry sponge. The wand detected a bloody sponge when it was held horizontally over the sponge; however, it did not detect the sponge when it was held at an angle. The problem seemed to be technique dependent. At certain angles, it would detect wet sponges, but not at other angles. The user was experienced. Another wand was utilized and the same problem was experienced. The wands were not saved.====================== manufacturer response for rf scanner, rf scanner detection system======================exchanged out the machine to test.